Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a pacemaker was in atrial fibrillation (af) in the last two months. The device showed five and ahalf year remaining longevity. Analysis showed that the device was high rate sensing at an average of 167 beats per minute (bpm). It has had 28,618 tachy episodes since implant. The increase in power consumption was being caused by the high rate sensing. The device was consuming 53 microwatts versus 27 microwats consumption of a device without the high rate sensing. As of this time, the device remains in service. No adverse patient effects reported.